Event description:
The customer reported to olympus that during reprocessing, the evis lucera elite bronchovideoscope had an image anomaly. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. During inspection and testing, a flickering image was confirmed. Based on the results of the investigation, the channel tube leaked during user handling and water invaded the subject device. It caused abnormality in electronic components, leading to flickering image. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." The bending cover was immersed. Olympus will continue to monitor the field performance of this device.